Manufacturer narrative:
The device was explanted but has not been received for investigational purposes.

Event description:
The patient is not able to hear with the device. Information was received that the device has been explanted on (B)(6).2018. Despite being requested the device has not been returned for investigation.

Manufacturer narrative:
A device failure caused by fatigue breakage of lead wire of the conductive link was found during device investigation. Based on information received and the investigation results this damage was most likely caused by the applied surgical technique. This is a final report.

Event description:
The recipient was not able to hear with the device. The recipient was reimplanted with a vorp 503.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient is not able to hear with the device. The external parts were exchanged but the patient is still not able to hear.

Manufacturer narrative:
Based on the received information, a damage to the conductive link or to the device appears likely, as indicated by in-situ testing, however to determine an exact root cause of failure a device investigation to the explanted device would be necessary. The device is currently still implanted but no longer functioning. A date for explantation surgery is not known.

Event description:
The patient is not able to hear with the device.